Event description:
Patient reports stopping treatment because it has caused an infection in the teeth, extreme swelling, and the teeth feel like they are going to fall out.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.